Manufacturer narrative:
Analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptoms. The rate of abscess seen ((B)(4) of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Post miradry treatment patient had abscess and hematoma form in axilla. The patient was prescribed 100mg doxy to treat the abscess.